Manufacturer narrative:
Initial.

Event description:
It was reported that a user with an ilet system and dexcom g7 experienced hypoglycemia with a lowest glucose of 46 mg/dl, followed by repeated overtreatment of lows with multiple high-carbohydrate drinks leading to subsequent hyperglycemia up to 299 mg/dl; the user intermittently removed the pump due to concern for lows, and the user was in a facility where staff administered additional juice and nutritional drinks, while the user was also on antibiotics affecting kidney function. Symptoms included hypoglycemia, hyperglycemia, confusion/disorientation, and diaphoresis. Outcomes included medication intervention in the form of carbohydrate administration. Investigation included communication with the user and facility staff and analysis of information provided by these parties. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure in the treatment of hypoglycemia; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.